Event description:
Information was received from a health care provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal therapy. The indications for use were non-malignant pain and failed back syndrome - other. A motor stall was seen at initial interrogation. The patient went to the health care provider's (hcp) office because the pump was alarming. The alarm was a motor stall, and the plans were to replace the pump. The patient left the clinic on (B)(6) 2016 and went home and called the hcp back stating the pump was beeping a triple tone alarm and sounded different than the other alarm. I discussed critical alarms and fact that a motor stall is a critical alarm. Pump status and/or event log reported motor stall occurred. There were no symptoms reported. It was later reported that the event/difficulty occurred on (B)(6) 2016. The device was explanted for "possible motor stall." The patient received a new pump on (B)(6) 2016. The issue was resolved. The patient's status was "alive - no injury." The patient recovered without sequelae. The patient was doing well. It was later reported that the event date was unknown, and the event was reported as "pump change." It was also reported that there was no patient injury or death. No rotor study or dye study was performed.

Manufacturer narrative:
Returned pump analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. Result code no longer applies.

Event description:
The patient was receiving intrathecal fentanyl 600 mcg/ml at 279.72 mcg/day and clonidine 200 mcg/ml at 93.24 mcg/day.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4) no longer applies.

Event description:
The motor stall was active and it was unknown if the patient recently had an MRI.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.